Manufacturer narrative:
Analysis was normal. No anomalies were found.

Event description:
It was reported that the atrial lead dislodged. The lead was explanted and replaced successfully. The patient did not experience any adverse consequence.